Event description:
In a prospective study titled: "self-rated evaluation of outcome of the implantation of interspinous process distraction (x-stop) for neurogenic claudication", the following events were reported: one patient had the device replaced with one of a bigger size; five patients underwent decompressive surgery with fusion- resulting in: three patients completely free of symptoms, one patient with same complaints, one patient with cauda equina syndrome. No additional information was reported.

Manufacturer narrative:
Report source: a prospective study: "self-rated evaluation of outcome of the implantation of interspinous process distraction (x-stop) for neurogenic claudication" by brusee et al. Device not returned, internal review of literature, follow-up with author.